Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Pt underwent left hip revision surgery to extract a securefit advanced stem which had subsided and implant an omnifit eon plus in its place.

Manufacturer narrative:
An event regarding stem subsidence involving a unknown rejuvenate stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were received. -medical records received and evaluation: not performed as no medical records were received. -device history review: not performed as no lot code was provided. -complaint history review: not performed as no lot code was provided. Conclusions: the exact cause of the event could not be determined because no medical records and/or device were received. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Pt underwent left hip revision surgery to extract a rejuvenate advanced stem which had subsided and implant an omnifit eon plus in its place.